Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data which indicated a fluid error in the integrated multi-sensor technology (imt). Quality controls were within range. It was discovered that the customer is running samples in non-gel tube, spun for 2 minutes at 8000 revolution per minute (rpm) and then separated with a filter, contrary to the manufacturer specification. Ccc instructed the customer to follow tube manufacturer's spin time and speed. The cause for the falsely low na, k and cl results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on dimension vista 1500 instrument. The discordant results were reported to the physician(s). Consequently, the patient was transfused with saline. The sample was repeated out of a sample cup, on the same instrument, resulting higher and as expected. The corrected results were reported to the physician(s) there are no reports of adverse health consequences due to the discordant, falsely low na, k and cl results.